Event description:
The pt is reportedly experienced intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is functioning. Revision surgery will be scheduled.